Event description:
At this point, we switched to the needle driver to close the cuff. However, the needle driver was broken. The emergency mechanism to remove the needle driver was also not functional; the removal of both instrument required significant time.